Event description:
It was reported that an ilet pump¿s screen became separated and broken; the patient attempted to reassemble it, after which the device functionality was in question and a replacement was arranged. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included patient counseling that the device would no longer be water resistant and to maintain backup therapy, as well as successful pairing of the replacement ilet with the mobile app and instructions to sync data, shut down, and return the damaged unit. Investigation included customer service troubleshooting and education with verification of shipping and device pairing. Investigation of this case revealed physical damage to the ilet display assembly consistent with screen separation and breakage, leading to functional uncertainty but no alarms. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in device damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.